Event description:
The hearing aid (h/a) specialist took impressions of both ears. The h/a specialist noted a piece of skin 1/4" past the second bend. The pt experienced some bleeding in the ear. The pt stated she was taking a blood thinner prescribed by her doctor. The pt was referred to her doctor and the ER. Subsequently the bleeding was controlled. No further injury reported.